Event description:
The patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens dislocated and required intervention to explant the lens.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.